Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) followed up with the customer over the phone to address reported event. While troubleshooting with the customer, reported error was confirmed on the error log and customer reproduced error by loading samples and controls. The customer stated error reoccurred after one rack jammed on the sample loader. Fse instructed the customer to check the step feed sensor flag and confirmed it was out of alignment. Fse guided the customer on adjusting the flag back to specification and customer performed a rack rotation test run without error. The customer successfully performed sample runs without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was the sensor flag was out of alignment due to a jammed rack.

Event description:
A customer reported getting error message "2300 s. Loader step feed failure" on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.